Event description:
This lead, along with a medtronic ICD and a capped biotronik lead were removed due to infection. Elox 45 bp was capped when the medtronic ICD was implanted. Medtronic ICD, sn: unknown, implanted in 2006, explanted three months later. Elox 45 bp, capped on the same day.